Manufacturer narrative:
Follow-up #1: date of submission 05/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found record of last basal and bolus deliveries on the event date. The black box also showed occurrence of an occlusion alarm during bolus and the programmed bolus was partially delivered. The occlusion alarm was confirmed and within 30 minutes, the pump was primed and deliveries resumed. Additionally, a manual suspend and resume was recorded on the day prior to the event date. The total daily dose added up correctly and reflects the active basal program. On investigation, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump passed a flow accuracy test and deliveries were found to be completed and recorded correctly. No defects were found during the investigation. The investigation was unable to verify or duplicate the reported delivery issue.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging having a blood glucose (bg) excursion of 43 mg/dl after taken insulin injection with no associated hypoglycemia symptoms reported. Reportedly the patient had discontinued pump therapy at the time of the call and the health care provider (hcp) had insisted that the pump be replaced. No specific reasons for pump replacement or information regarding the pump malfunction were provided. The patient also reported having other health conditions including gastroparesis, gastric stimulator, and was on daily gastric tube feedings. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the hcp's insistence that the pump be replaced with no specifics provided regarding the pump malfunction or pump replacement.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.